Event description:
After successfully placing central line access, an order was entered for removal of a previously placed intraosseous catheter. Rn attempted to remove the io but was unsuccessful; additional help was needed from staff members. After attempting removal of the io (rotating it clockwise while pulling straight up), the needle portion separated from the yellow cap and a portion of needle stayed inside the patient. Xray was ordered; the ortho team was consulted and saw patient at bedside with no current interventions. As of (B)(6) 2025, when the patient was discharged to an ltac(long-term acute care), the needle was still retained with potential removal plans in the outpatient setting.